Event description:
The manufacturer was contacted in reference to the voluntary field safety notice/recall notification related to the sound abatement foam in certain CPAP, bipap, and mechanical ventilator devices. The manufacturer received information alleging an issue related to a dreamstation auto CPAP device's sound abatement foam. The patient's attorney reporting allegations of eye irritation, nose irritation, respiratory tract irritation, dizziness, headache, nausea, vomiting, liver disease/toxicity. No other clinical information or medical interventions were reported. The manufacturer was made aware of this complaint through a representative of the customer. At this time, no further investigation can be performed. If any additional information is received, a follow up report will be filed.

Manufacturer narrative:
H3 other text : the device has not yet been returned to the manufacturer.

Manufacturer narrative:
Repair evaluation information was received on 5/2/2022 and h11 is updated as: the manufacturer was contacted in reference to the voluntary field safety notice/recall notification related to the sound abatement foam in certain CPAP, bipap, and mechanical ventilator devices. The manufacturer received information alleging an issue related to a dreamstation auto CPAP device's sound abatement foam. The patient's attorney reporting allegations of eye irritation, nose irritation, respiratory tract irritation, dizziness, headache, nausea, vomiting, liver disease/toxicity. No other clinical information or medical interventions were reported. The device was returned to the third-party service center for further evaluation. During the evaluation of the device at the third-party service center, the device was visually inspected and found no evidence of foam degradation. The third-party service center concludes that they couldn't confirm the customer's allegation and there was no visible foam degradation and unit got corrected. The manufacturer is submitting a final report at this time. If pertinent information becomes available to the manufacturer at a later date, an addendum to this final report will be filed. Section g and h is updated in this report.